Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed multiple cracks on the male luer ranging from 4-9mm long. The female luer of the concomitant extension set also had a 7.6 mm crack. There were signs of stress around the cracks of both the male luer and female luer, indicating that there was some kind of damage by a blunt force. Functional testing confirmed leaking from the cracks as well as leaking from the filter vent. The root cause of the cracks was determined to be an unknown blunt force impact. The root cause of the filter vent leak was determined to be an oversaturated filter.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the filter during an infusion of lipids at 1ml per hr. The IV was attached to a umbilical vessel catheter. The IV set and filter were replaced and continued the infusion of lipids without a filter. No patient harm reported.